Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 43 mg/dl while wearing the pod on the led longer than 48 hours. The patient experienced symptoms of hypoglycemia, including nausea, dizziness, blurred vision and sweating. Unable to test the blood sugar due to running out of test strips, the patient took glucose tablets and drank apple juice, but the symptoms persisted. He went to the emergency room, where his glucose level was measured at 251 mg/dl. Lab tests were conducted, and he was prescribed test strips. The patient remained in the ER for a few hours.